Event description:
In 1999, the facility's central svc mgr informed the MFR's (MFR) sales rep of the following: the device was explanted due to possible catheter shear. The facility's central svc mgr requested the device be picked-up and returned to the MFR for analysis. On 12/29/1999, the MFR rec'd a medwatch report (#0000450766-1999-0002 see attached) via a fax from the facility that states the following: this is a 60 yr old white female who was status post device insertion for six (6) cycles of chemotherapy for ovarian cancer. During her recent monthly check-up at the physician's office, the device would not flush. When flushing was attempted, it leaked under the skin forming a wheal over the clavicle. A chest x-ray was taken which revealed a fracture of the catheter at the level of the clavicle. The distal piece was intact within the superior vena cava (svc). The pt was admitted to facility on 12/22/99. The fractured intravascular portion of the catheter could not be retrieved operatively; therefore, an interventional radiologist was consulted for transvascular retrieval. The fractured device catheter fragment was incorporated in the superior vena cava and therefore, retrieval was unsuccesssful because of the firm incoporation of the catheter fragment ends. The likelihood of catheter fragment movement is minimal. The report also states, only the proximal piece of the device is available to be returned to the MFR for analysis. No further details were provided.